Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition before, during, and after the procedure.